Event description:
Baxter received a customer report in which the device was observed to have a flow rate of 10ml/2hr. The customer's expected flow rate was 10ml/5hrs. The device contained 100ml of ropivacaine hydrochloride hydrate (anapain) and normal salline. The infusor was attached to a pcm watch but the reporter indicated that the pcm was not used during the infusion. There was no injury or medical intervention that resulted from this incident.